Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the chest pains, myocardial infarction, syncope, epigastric discomfort, and subsequent patient death could not be definitively determined based on the information available. Per the reporter, the relationship to the study device and study procedure are both possible. Swmi medical safety and vp/associate chief medical officer assessed both the device and procedure relatedness to the adverse events as not related since the patient's myocardial infarction and subsequent death occurred more than two years after the ivl procedure. The following sections were updated per new information received 22dec2025: 1) b2: patient death / death date (B)(6) 2025 added. 2) b5: new information added. 3) h1: selected "death" for type of reportable event. 4) h6 annex f: added code 1802 "death".

Event description:
Additional information received on 22dec2025 indicating that the patient was found deceased on the morning of (B)(6) 2025. It was noted that the patient had contacted their cardiologist one week before with a report of chest pain. The cause of death is unknown. Per the site, the relationship of the patient's death to the study device and study procedure are both possible.

Manufacturer narrative:
The following sections were updated per new information received 17sep2025: 1) section b5: new information added. 2) section h6 annex f: added code 4644 "medication required".

Event description:
Additionally, 23 months post index procedure, the subject presented with chest pain and experienced non-st-elevation myocardial infarction (nstemi). The subject was loaded with aspirin and started on a heparin gtt (a continuous infusion of heparin). The subject underwent left heart catheterization (lhc) on (B)(6) 2025 which revealed multivessel coronary artery disease (cad) with recurrent ostial left circumflex artery in-stent restenosis (lcx isr). The subject was transferred to (B)(6) hospital (B)(6) on (B)(6) 2025 for possible further cardiac intervention; however, the medical intervention was not provided. The subject was discharged (B)(6) 2025. Per the reporter, the relationship to the study device and study procedure are both possible.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the chest pain, myocardial infarction, syncope, and epigastric discomfort could not be definitively determined based on the information available. Per the reporter, the relationship to the study device and study procedure are both possible. Swmi medical safety and vp/associate chief medical officer assessed both the device and procedure relatedness as not related. Per medical safety, the date of the index procedure was (B)(6) 2023. Date of stemi was (B)(6) 2025. Stemi occurring nearly 2 years after the use of ivl is not related to the ivl device or to the index procedure. Per the vp/associate chief medical officer, the timing of event, ie mi occurring more than one year after the procedure, makes a relationship to ivl or the procedure implausible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
The following events were reported from the shockwave post market empower cad study. The date of the subject's index procedure was on (B)(6) 2023. The subject underwent shockwave c2+ coronary intravascular (ivl) lithotripsy via radial access with a 7f guide catheter following prior diagnostic catheterization revealing evidence of calcification. One target lesion was treated, with no non-target lesions addressed. The total procedure time was approximately 2 hours, and the total fluoroscopy time of 24 minutes. One (1) day post-index procedure, the patient experienced creatine kinase-myocardial band (ckmb) levels out of range, determined to be unrelated to the device and procedure. Eight (8) months post-index procedure, the patient was presented with chest pain and polymorphic ventricular tachycardia (vt) determined by the site to be possibly related to the device and procedure. Based on shockwave medical's safety review, this event was determined to be not related to the device and procedure as the event occurred well over 6 months post-index procedure. The minor troponin elevation nor the polymorphic vt can reasonably be ascribed to ivl use - both are far more likely due to the underlying disease state (cad). This event was successfully resolved with additional intervention. The 30d and 12m routine follow-ups were uneventful. The patient presented to the to the emergency department 19 months post index procedure with chest pain, myocardial infarction, and syncope symptoms. The subject was diagnosed with st-segment elevation myocardial infarction (stemi) showing st-segment (st) elevation in leads iii and arteriovenous fistula (avf). An intervention was performed in which the subject underwent stenting from the left main to the left circumflex coronary artery. A 6fr ebu 3.5 guide catheter was used to engage the left coronary artery. A short run through nitinol and stainless steel (ns) wire was positioned in the left anterior descending artery (lad), and a short whisper wire was placed in the circumflex artery (cx). The ostium and proximal segment of the cx were predilated with a 2.8 x 8 trek balloon. The lesion in the left main coronary artery (lm) was predilated using a 3.0 x 12 noncompliant (nc) euphora balloon. Simultaneous kissing balloon inflations were performed in the cx and lm with a 3.5 x 12 nc euphora balloon in the lm and a 2.0 x 8 trek balloon in the cx. The cx was found to be severely diseased and at risk of imminent failure, leading to the decision to treat this vessel despite the high risk of restenosis. The ostium and proximal segment of the cx were stented with a 2.25 x 15 resolute onyx drug-eluting stent (des). A second round of simultaneous kissing balloon inflation was carried out with a 3.5 x 12 nc euphora balloon in the lm and a 2.5 x 12 nc euphora balloon in the cx, at 12-14 atm. The angiographic outcome was excellent, with thrombolysis in myocardial infarction (timi) iii flow maintained in the vessel. No dissection or perforation was noted. Per the reporter, the relationship to the study device and study procedure are both possible. 23 months post index procedure, the subject presented with chest pain and epigastric discomfort, and experienced non-st-elevation myocardial infarction status post percutaneous coronary intervention (nstemi s/p pci). Cardiac catheterization was performed on (B)(6) 2025 by the interventional cardiologist. The subject was found to have severe multivessel coronary artery disease (cad) with recurrent in-stent restenosis (isr). The decision was then made to transfer the patient to yale for further cardiac intervention. Per the reporter, the relationship to the study device and study procedure are both possible.